Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific capio slim device was used during a procedure performed on (B)(6) 2020. According to the complainant, during deployment during the procedure, the capio carrier failed to retract. The procedure was completed with another capio slim device that reportedly functioned well. No patient harm was reported as a result of the event.